Manufacturer narrative:
The root cause investigation analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the pump alarms 41622 this is a high priority alarm related to a motor timeout that could compromise the delivery of medication. Based on this information, the event is considered reportable. No patient involvement and no additional adverse consequences were identified.